Event description:
The mother of a six-year-old pt with a pic line called at 0400 1/7/96, hysterical because she had removed the tubing from the needleless connector and the child was actively bleeding from the pic catheter. The center portion of the connector had not popped back into place and therefore the line was open and bleeding. Rptr's company converted to the needle-free injection site about two months ago and experienced no problems with the product. There was much positive feedback from the patients regarding this product. On the week-end of 1/6/96 rptr began receiving calls about the connector malfunctioning or infusions not running in at the prescribed times. Upon further investigation it was discovered that all the problems were encountered with patients that were using another MFR's infusor. After multiple calls to the distributor and the MFR it was determined that there had been a redesign in the internal component (spike) of the connector to which some luer lock male connectors are not compatible. Rptr's primary concern is that there has been no notification of this product change or the resultant tubing incompatibilities. When MFR was further questioned as to why rptr had not been alerted to this potential problem rptr was informed that a product safety notice had been sent to the distributor. Rptr asked for a copy of this letter and discovered that the notice was dated 12/5/95. In addition to being a costly mishap in terms of staff time and supply changes, most importantly, patients were put at risk due to the connector not working properly. (*)